Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Evaluation findings of fiber to be broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Functional analysis revealed that light was unable to travel to the fiber face indicating that the fiber was broken within the connector, unable to examine the fiber face within the sma. The event description and condition of the returned device indicate that damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy for kidney stone procedure in the kidney performed on (B)(6) 2014 according to the complainant, during the procedure, there was no laser energy and the aiming beam was not visible at the tip of the laser fiber. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.